Event description:
On (B)(6) 2009, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. She was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.